Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected with an unknown juvéderm vista under the eye. After 5 injections every six months, the spot where the needle was inserted became hard and swollen. There was a report that this had occurred previously, but currently the symptoms have recovered. Additionally, the healthcare professional reported that there were small, hardened bumps which appeared at the injection site, forming nodule-like lumps. The hcp would like more assistance with methods to resolve the issues. Hcp thought that it may be more likely related to needle marks from the injection rather than an issue with the product itself.